Manufacturer narrative:
Product event summary: further analysis of the device revealed shorting/low impedance in the hybrid. A visual inspection of the exposed copper traces along the crystal side of the (stacked chip scale package) scsp (u10) revealed the presence of foreign material between traces 28 (vref) and 29 (avss). A scanning electron microscope (sem) inspection noted dendritic growth between these two traces. Simulations of leakage paths from the vref node to the avss node in the hybrid system breadboard were consistent with the reported field failure conditions in this device.

Event description:
It was reported that the device was unreponsive. The device toned however, device could not transmit via remote monitor. Patient went to the physician's office and the device could not be interrogated and no magnet tone could be elicited. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. The device failure disappeared during analysis. The reported no telemetry condition was confirmed upon return to the analysis lab. Subsequent testing reset the device and cleared the condition.